Manufacturer narrative:
UDI number is not required for the reported device. Device manufacturer date - 07/07/17 thru 07/08/17. The actual device was returned for evaluation. Visual inspection revealed that the inner needle tip was properly shielded by the safety cover while its body was confirmed to be bent. There retention samples from the reported product code/lot number combination were evaluated. Visual inspection revealed no defects. The inner-needle was closely examined by withdrawing it from the catheter in a straight backward motion. As a result, it was confirmed the safety cover was properly able to shield the tip of inner-needle as intended. A review of the manufacturer inspection records was conducted with no findings. Visual inspection conducted after the product assembly also showed no product with defective activation of the safety-cover. Furthermore, there has been no similar incidents ever reported for the concerned lot by other medical institution. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined. The device labeling does address the potential for such an event in the instructions-for-use (IFU) with statements such as the following: do not grasp at the junction of hub and tip of the safety mechanism to disconnect. To assure activation of safety mechanism; withdraw the inner needle with care while avoiding an extreme angle or rotating motion. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026. All available information has been placed on file in quality assurance for tracking, trending, and follow up.

Event description:
The user facility reported that while the inner-needle was being withdrawn after successful catheter placement, a strong sense of resistance was experienced and the safety cover did not activate as intended. There is no known impact to the patient.